Event description:
Information received by medtronic indicated that insulin pump had cracked battery side. No harm requiring medical intervention was reported. Troubleshoot was performed and the customer will discontinue use of the device. The device was returned for analysis.